Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from approximately 400-500 mg/dl with large ketones. The customer changed out the infusion set site and/or the supplies on the pump and delivered a bolus via the pump to address the bg level. On (B)(6) 2016, the customer was admitted to the hospital due to a bg of approximately 500 mg/dl and diabetic ketoacidosis (dka). The dka was considered as dangerous. The customer was treated with intravenous fluids and insulin. The customer was discharged on (B)(6) 2016. The high bg and dka were resolved. After the customer had used a new box of cartridges, no additional occlusion alarms had been received.